Manufacturer narrative:
(B)(6)

Event description:
It was reported that the patients implantable pulse generator (ipg) would take longer time to charge. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Sc-1110-02 sn: (B)(6). The returned implantable pulse generator (ipg) was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. The ipg displayed typical characteristics in both visual and functional examination. However, the ipg has been in service for over five years. A review of the labeling indicated that the reported event is a known risk associated with the use of an implantable pulse generator as part of a system to deliver spinal cord stimulation.

Event description:
It was reported that the patients implantable pulse generator (ipg) would take longer time to charge. The patient underwent an ipg replacement procedure.